Manufacturer narrative:
Result: weld break on the litter assembly.

Event description:
It was reported by field service that there is a weld break in the portion of the litter where the head left loadcell bolts on to the bed. No patient involvement or adverse consequences were reported.